Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary preliminary testing confirmed the reported no output and no telemetry. Further analysis found this was the result of lifted hybrid bond wires.